Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to detect the attached defibrillator paddles. Complainant indicated that there was no pt involvement in the reported malfunction. Complainant indicated that the malfunction was verified to the device's multi-function cable.